Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their tooth cracked and will require a root canal. Patient believes the reason why the tooth cracked is because of the pressure on the tooth from the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.